Event description:
Received notice of claim alleging wheelchair malfunctioned causing injury.

Manufacturer narrative:
The model, serial number, and date of manufacture were not provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.